Manufacturer narrative:
H.6. Investigation: based on the incident in question the batch history was analyzed. Specifically for foreign matter, visual inspections of the packaged product are carried out according to control plan, validated with the acceptable quality level 0,10% (nqa) with the frequency of 2 hours and always analyzing 1 machine cycle. All records of the manufacture of the lot presented results in accordance with the specification. After the evaluation of the sample it was possible to observe foreign matter ¿ cannula at packaging. This occurrence is possibly associated with a failure in the stage of assembly of the cannula on the needle where the excess cannula remained adhered to the assembled material, moving to the packaging process. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found before use with a needle 18x1-1/2 ll eclipse . The following information was provided by the initial reporter, "foreign matter (needle extra bent) inside the package".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a needle 18x1-1/2 ll eclipse . The following information was provided by the initial reporter, "foreign matter (needle extra bent) inside the package."